Event description:
During lung biopsy procedure, biopsy core was taken through needle guide, stylet was advanced into guide, but user was unable to fully seed, then guide was removed and that is when md discovered the broken distal piece. Piece was still intact as it came out of body of the patient. No patient harm.